Event description:
It was reported that suture placement in the minimally calcified right common femoral artery was attempted with prostyle devices using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar). Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 20f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose device with reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.